Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 500 mg/dl. The father was unable to troubleshoot for the issue and was advised to call back with the customer and insulin pump present.